Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system messages displayed during surgery" (device displays error message). The facility materials manager reported 2 system messages displayed during surgery. The system was rebooted to complete the case. The surgeon requested the system be switched out between the third and fourth case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing in progress. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).